Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported around (B)(6) 2014 they obtained an inaccurate high result of ¿350 and 399mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (no-adjustments). The patient confirmed that she did make any changes to her usual diabetes management regimen in after taking a blood glucose test. The patient alleged taking food and/or drink after in respince to the product issue. The patient claims she developed symptoms of ¿dizzy and cold sweat.¿ it is unknown if the product issue began before or after symptoms developed. The patient alleged self-treatment with more food and /or drink. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strip were not open past their discard or expiry dates and the test strips were stored correctly replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.